Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report to receive any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused cancer. The patient did not report to receive any medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 3 errors. The device was applied power and the device operated properly. The manufacturer concludes there was evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.

Manufacturer narrative:
Section g1 was missed to capture in the final follow-up report (follow-up 2), which was updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as : the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experience cancer. There was no medical intervention required by the patient. The reported event of cancer and its reported severity was reviewed by the manufacturer's clinical expert. This event is assessed as not related to the device in this case. Based on the information available, the manufacturer concludes no further action is necessary. Section b1, b2 has changed related to the complaint changing from the reported adverse event to a product problem.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-03765-1 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6- health effect - impact code was updated.